Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to cycle his implant. Upon explant, a small leak in the reservoir was noted. The device was removed and replaced. There were no patient complications reported.